Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 79-year-old female patient presenting with postcardiotomy cardiogenic shock (pccs), with a history of CABG and known coronary artery disease. Pump performance was initially smooth for approximately 25 minutes before a suction alarm occurred and could not be resolved despite standard troubleshooting. The activated clotting time (act) was greater than 260 at the time of insertion. Given the persistent suction alarm, the physician elected to exchange the pump while the patient remained in the catheterization laboratory. The reported events are low pump flow, device revision or replacement, and hemodynamic instability. Suction events and low-flow states are known risks described in the instructions for use, as they may be impacted by patient hemodynamics, loading conditions, or intravascular volume status. Device exchange in response to unresolved suction alarms is consistent with appropriate troubleshooting procedures. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.